Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump has scratches on screen that make the display harder to read and act button has to be pressed more then once to respond. The customer declined to be transferred to helpline. The insulin pump is not being replaced and is not expected to return for analysis.